Manufacturer narrative:
The customer reported that their central nurse's station (cns) is showing signal loss for 4 monitored transmitters. 3 of the 4 transmitters are on the same multiple patient receiver (org). During the initial troubleshooting the customer replaced a faulty amplifier, but the signal loss issue persisted. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: org: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. 4 transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is showing signal loss for 4 monitored transmitters. 3 of the 4 transmitters are on the same multiple patient receiver (org). During the initial troubleshooting the customer replaced a faulty amplifier, but the signal loss issue persisted. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying signal loss for 4 monitored transmitters. 3 of the 4 transmitters were connected to the same multiple patient receiver (org). During the initial troubleshooting the customer replaced a faulty amplifier, but the issue persisted. No patient harm was reported. Investigation summary: nihon kohden (nk) on-site support was sent to the customer to address the reported signal loss issue. During the visit, a splitter for the antenna system was replaced and the output levels on the a-side were adjusted to match the b-side. The customer was also found to be storing unused transmitters with batteries installed and did not replace electrodes every 24 hours as recommended. Based on the findings, it is likely that the signal loss is related to failure of a splitter as well as antennas configuration mismatch. Failure of the splitter is likely a result of hardware failure. Hardware failure could come as a result of physical damage, fluid damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Fluid intrusion would result in electrical damage to internal components as well as possible corrosion. Heat damage could occur due to improper maintenance or device placement. Electrical damage could occur during a power outage or power surge. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. Attempt #1 02/17/2022 called customer via the provided telephone number for all items in the ni list above. No reply was received. Attempt #2 02/24/2022 called customer via the provided telephone number for all items in the ni list above. No reply was received. Attempt #3 03/07/2022 called customer via the provided telephone number for all items in the ni list above. No reply was received. .

Event description:
The customer reported that the central nurse's station (cns) was displaying signal loss for 4 monitored transmitters. 3 of the 4 transmitters were connected to the same multiple patient receiver (org). During the initial troubleshooting the customer replaced a faulty amplifier, but the issue persisted. No patient harm was reported.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report. G6 type of report. H2 if follow up, what type?.

Event description:
The customer reported that the central nurse's station (cns) was displaying signal loss for 4 monitored transmitters. 3 of the 4 transmitters were connected to the same multiple patient receiver (org). During the initial troubleshooting the customer replaced a faulty amplifier, but the issue persisted. No patient harm was reported.